Manufacturer narrative:
The customer rebooted the system, which reportedly resolved the issue. Then they canceled the service call.

Event description:
The customer reported that the system would freeze-up (lock-up) when sending images to pacs. There is no report of pt injury associated with this event.